Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the device was not returned, however, it was noted in the evaluation that (even though not reported by the user) if spare lamp is lit, the main lamp is not lighting up. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source displayed an e103 lamp light-up error. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.